Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, in a home setting, a bedside spo2 monitor was used with a third-party pediatric sensor and the user was unable to obtain an spo2 reading, experienced continuous dropout or intermittent loss of the spo2 reading, and observed a low spo2 reading reported as a reading issue. No patient symptoms or complications were reported as being associated with this event.